Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to a fill and a drain being outside of volumetric specifications. The device failed a manual volumetric accuracy test. External and internal inspections were performed and the device passed. The door piston foam was replaced with a test article and the device passed the volumetric accuracy test. The original door piston foam was reinstalled and the device failed the volumetric accuracy test. The device passed temperature verification. The pneumatic system was tested and found a leak in the left disposable system. The source of the leak was isolated to the door assembly. An inspection of the door assembly found the door piston of the left disposable chamber to be cracked and found the door piston foam to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.